Event description:
It was reported that the device is giving spo2 readings 5-6 points lower than the hospital oximeters it was compared to. The customer could not provide any further information. There was no consequences or impact to patient.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.